Manufacturer narrative:
The na electrode lot number was fft21. The expiration date was not provided. An "abnormal aspiration (sample pipetter)" alarm was observed on the alarm trace data. The field service engineer (fse) did not find a cause for the event. The fse replaced the seals, decontaminated and flushed the flowpath, replaced the sipper and pinch tube, reseated the electrodes, and performed instrument checks. The customer performed calibration and qc with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of calibration issues, qc issues, and discrepant results for 2 patient samples tested for electrode, sodium (na) on a cobas pure sample supply unit. Patient 1 initial result was 153 mmol/l. The repeat result was 146 mmol/l. Patient 2 initial result was 149 mmol/l. The repeat result was 143 mmol/l.